Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the switch box has a scratch; air and water cylinder had no color; the suction cylinder had no color; due to a cut on the knob wire, forceps skipped over and swayed on the upper half of the endoscopic image; due to a dent on the protecting pipe, forceps lever made a noise when it is moved; due to wear of the angle wire, the play of the up and down knob was out of the standard value; the distal end had corrosion; the connecting tube had a cut; adhesive around objective lens had a chip; there was corrosion around the forceps elevator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope forceps and instrumentation channel had malfunctions. The device was returned for evaluation. During the device evaluation, the adhesive around the light guide lens had foreign objects, and the forceps elevator had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.